Event description:
Additional information received from the patient indicated that she saw healthcare provider on (B)(6) and reported of not feeling stim and lack of therapy has been resolved. It was also noted that the bladder infection and pain has been resolved..

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she increased stim to 3 and did not feel stim. It was stated they drove up to (B)(6) and wasn't going at all. She lowered stim to 0 and ended in emergency room (ER) for bladder infection and being treated for one. She experienced pain on sunday night. She was giving a pill that makes the urine organ and that was when she felt better. She stated the incontinence may be because it was off and lately, the incontinence was normal. Patient services walked patient through how to turn it back on. It was indicated trouble shooting resolved the report issues. The patient's indication for use is urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.